Event description:
Bed foot spring allegedly broke at weld. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 58901vc serial number/date code (B)(4) is approximately 5 years 4 months of age. The user manual part number 1114386 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.